Event description:
I purchased byte aligners in (B)(6) 2024 to straighten my upper and lower arches. This product was sent to me with incomplete aligners, sharing that as treatment went on, I would need to request additional aligners. While requesting additional aligners to complete the (B)(6) treatment I paid for after already prolonged email requests due to bytes communication services, I was notified there was a "service outage." I was first sent this notification via email on (B)(6) 2024. On (B)(6) 2024 I received an email from byte titled "urgent field safety?? Notification? Byte aligners?". Included in this email is the information below: dear byte aligners customer, the purpose of this letter is to advise you that straight smile llc d/b/a byte ("byte") is voluntarily providing this urgent field safety notification ("notification") regarding its byte aligners. Byte is performing this notification in order to inform customers of the potential risks associated with byte aligners. We have determined that our patient onboarding workflow may not provide adequate assurance that patients with active periodontal disease, severe open bite, severe overjet, tooth malocclusion requiring surgical correction, mixed dentition, dental prosthetics or dental implants, or adolescents with skeletally narrow jaws do not enter treatment with byte aligners. There have been no changes in the quality, performance or safety profile of byte aligners. Byte is performing a comprehensive assessment of our current clinical workflow and regulatory clearance to determine appropriate next steps, in communication with the u.s. Food and drug administration ("us FDA"). Although every byte patient's images, impression and treatment plan are reviewed, approved and prescribed by a state licensed dentist or orthodontist, because an in-person exam is not performed, the byte workflow may not be adequate to identify the conditions for which byte aligners are contraindicated. This means that potential patients with one of the following issues may not be appropriately filtered out from treatment: active periodontal disease, severe open bite, severe overjet, tooth malocclusion requiring surgical correction, mixed dentition or have dental prosthetics or dental implants, or an adolescent with? Skeletally narrow jaw. Potential negative consequences posed by undertaking treatment with one of the above-referenced contraindications could include? (I) issues in the patient's bite, (ii) tooth fracture, chipping, and/or loss, (iii) tooth instability, (IV) tooth misalignment, (v) issues with tooth eruption or intrusion, (vi) bone resorption, or (vii) gingival recession.? Existing conditions such as temporomandibular joint syndrome ("tmj") could also be exacerbated. As a customer what you need to know or do: product information. This notification applies to model numbers nbytetray (UDI no. (B)(4)) or hbytetray (UDI no. (B)(4)). For customers who are actively in treatment. To minimize the risk of illness or injury, we recommend the following: for customers who knowingly suffer from active periodontal disease, severe open bite, severe overjet, tooth malocclusion requiring surgical correction, mixed dentition, have dental prosthetics or dental implants, or are an adolescent with a skeletally narrow jaw, discontinue aligner treatment immediately and visit a dental professional. Following your dentist visit, please visit https://patient.byte.com/support to upload (I) the name and contact information for the dental professional you visited, (ii) the date visited, and (iii) any visit notes provided by the dental professional during your visit. Byte will reach out to you to gather a signed consent to enable us to gather other information needed from such dental professional. For all other customers, please promptly visit a dental professional to confirm whether continuing aligner treatment is appropriate for you. Today, (B)(6) 2024 I went to the dentist for assessment.